Manufacturer narrative:
.

Event description:
It has been reported to philips that during a procedure the cover of the l-arm of the allura system got detached when the l-arm collided with the arm of the operating light. The cover was held by a chain and did not fall. When the cover detached, dust came out and fell on the operating field. Philips has been reported that the patient stayed at the hospital 5 days instead of 24 hours to get a preventive treatment with antibiotics. The patient was doing well and no patient harm has been reported to philips. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Detachment of the cover of the l-arm was due to the collision with the arm or the operating light. The cover of the l-arm was replaced at the site and the system was returned in good working order. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.